Event description:
Gas leak alarm went off on intra aortic balloon pump console. Blood noted in intra aortic balloon pump tubing. Intra aortic balloon pump turned off. Md notified, removed intra aortic balloon pump catheter and placed new one. Note: catheters were placed in alternating sides right-left-right.